Event description:
Per the clinic: the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced intermittencies wit the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether the patient will be explanted, as of the date of this report.